Event description:
A customer reported six erroneous high triglyceride patient results. The results were reported out of the laboratory and later amended. The customer also noted an erroneous high magnesium result from a patient in the emergency room. Erroneous magnesium result was not reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the reagent mixer wash station partially plugged. The fse replaced the reagent wash station insert and hydro valve v12. After replacement of hardware components,the issue was resolved. (B)(4).